Event description:
It was reported that clinician reports strumming pumping segment ¿like a guitar¿ to remove air, or unloads IV set to flow the air out the distal end of the IV set, or restarts the pump if it is a small bubble. Clinician also reported switching to ¿anesthesia mode¿ to decrease alarms. Cpc reviewed ail troubleshooting and advised to not use anesthesia mode in the med-surg clinical area for safety reasons. Ail setting noted to be configured to 75 in the critical care and med-surg profiles. Cpc discussed with hospital escort they could consider different ail settings for the adult population. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.